Event description:
The physician reports that the crystalens tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The iol was discarded by the clinic and is not available for evaluation. The physician provided his assessment of the root cause of the lens damage. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system where the lens was loaded improperly.